Manufacturer narrative:
(B)(4). Batch # m54362. Additional information received, the rep was in the procedure and stated that it had originally started as a lap colon procedure, however it was converted to open prior to the use of the tlc75 device. The device was not implicated with regard to the case being converted to an open procedure. The surgeon was exposed to the patient¿s blood from my knowledge. No protocol was required. To my knowledge the surgeon is thankfully doing ok. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the surgeon was exposed to patient's blood/body fluids? Was the surgeon required to follow any protocol by the hospital? Please provide any details as to care required by the surgeon. What is the current status of the surgeon?

Event description:
It was reported that during a colon resection procedure, the device was used for one firing. The device cut and stapled, but one of the staples at the end of the staple line was not formed. The surgeon stuck his hand with the staple. The surgeon punctured his gloves and skin. There was no bleeding reported to have occurred from the surgeon's injury. The surgeon changed gloves and continued with the procedure. No buttressing material was used. This was the last firing of the procedure requiring this device. No patient consequences were reported.